Event description:
The customer stated the cell-dyn sapphire analyzer vent head assembly bent after two days of use, damaging the probe. The abbott field service representative was already at the customer facility for another issue and replaced the vent head assembly which resolved the problem. A replacement vent head assembly was sent to the customer. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.